Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) replaced the incubator belt and reaction vessel clips. The fse also replaced the pipettor tip to address the instrument posted ultrasonic errors. The fse performed system checks which generated results within instrument specifications to verify instrument hardware after repairs were completed. The instrument was returned back into operation after the completion of the necessary and verified repairs. The cause for this event is unknown and could not be determined based on the supplied information. Associated mdrs: 2122870-2012-00302, 2122870-2012-00323, 2122870-2012-00303, 2122870-2012-00322, 2122870-2012-00360.

Event description:
The customer reported that erroneous testosterone and hybritech prostate specific antigen (hyb-psa) results was generated on an access 2 immunoassay system for multiple patients across multiple days. This report represents the initial, higher than expected testosterone result generated on (B)(6) 2012 for one patient. Beckman coulter inc. Assessment of customer supplied data indicated that repeat testing of the patient sample produced a lower result below the normal reference range of the assay. The customer provided additional patient data however other patient/assay results were not questioned as part of this event. The initial, higher testosterone result was not reported outside of the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Instrument assay quality control results during the timeframe of the event were within the customer's established specifications. The customer reported they observed ultrasonic errors in the instrument event log on the date of the event. Maintenance was current on the instrument at the time of the event. Samples were collected at, and received from, any one of seven outside facilities. The samples were collected via venipuncture into plastic collection tubes with gel separators. The samples were normal in appearance. Specific patient data was not provided by the customer.